Event description:
Customer stating "battery is getting hot and the power button is not working all the time." These issues have slowly been increasing over the past few months.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tpo100b, serial number/date code (B)(4) is approximately 1 year and 7 months old. The owner's manual part number 1156872 rev c (jan-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The female consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4). Customer stating "battery is getting hot and the power button is not working all the time." These issues have slowly been increasing over the past few months. The first MDR decision was made a no to file on 25jul12, it should have been a yes to file per our keyword guidelines in protocol (B)(4).